Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench handling, power cycling, functional stress testing, and on/of current testing using test batteries without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs indicated that the device was in a red x condition due to no electrode pads being attached. A red x condition on the device is both visual and audible until addressed. The investigation concluded that the device was not being stored in accordance with zoll recommendations to ensure the device is clinically ready. The logs also showed that the "unit failed" message occurred in non-rescue mode, which indicates that the device would still function in rescue or clinical mode. No trend is associated with reports of this type. Reports of this nature are typically not considered to meet our requirements for submission based on intended use of the device.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.